Manufacturer narrative:
(B)(4). Concomitant medical products: 00801802802 - femoral head - 64123483; 00500104900 - shell 49 mm o.d. - 63797552. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 -2019 -00028.

Event description:
It was reported that a patient underwent a left hip revision approximately 1 month post implantation due to dislocation from bending over. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was confirmed by review of x-rays identifying displacement of the bipolar acetabular component with the prosthetic femoral head sitting within the native osseous acetabular fossa. As returned, the liner and locking ring were fully seated inside the shell with no movement. The products were disassembled. Visual inspection of the femoral head identified superficial scratches to the outer spherical surface. Visual inspection of the liner identified no damage to the locking feature. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.